Event description:
On november 15, 2000: maersk medical was informed by minimed inc. That a diabetic under continuous insulin pump therapy had experienced that the infusion tubing was disconnected from the reservoir connector. The user had denied pulling on tubing as well as dropping or bumping the pump. Pt stated also that insulin began to run down their leg.